Event description:
It was reported a surgeon had 2 incidents of using a 9009-18 scanlan tunneler and bullet tip, with the bullet tip coming off inside the patient, the bullet tip was not retrieved, and remained in the patient. It was reported that they were rough cases, both times. This is a report for the first incident.

Manufacturer narrative:
No product returned. Could not perform evaluation.